Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while inserting, the drop down stem extension started to squeak and become hard to advance. The surgeon completed the surgery with a stem extension of the same size.